Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Previous similar complaints indicate that such an event is transient and does not cause harm to the patient as in this case - the shunt had remained in the eye. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following glaucoma filtration device implant (gfd) surgery, the device touched to iris from the first day after the surgery for six days. The shunt has remained in the eye. No further information is expected as the surgeon is unwilling to provide further details.